Event description:
The customer received analyzer alarms and discovered questionable ion selective electrode (ise) results for several patients due to low or negative anion gaps. Data was provided for three patient samples. Patient sample 1 initial result was 126 mmol/l and the repeat result on the other integra 800 analyzer was 133 mmol/l. Patient sample 2 initial result was 119 mmol/l and the repeat result on the other integra 800 analyzer was 134 mmol/l. Patient sample 3 was from a male patient. The initial result was 115 mmol/l and the repeat result on the other integra 800 analyzer was 132 mmol/l. The repeat results were believed to be correct. The customer stated she sent 10 corrected reports. There was no adverse event for patients 1 and 2. Patient 3 was admitted to the hospital, but not based solely on the initial sodium result. The patient was given a saline IV. After the corrected result was provided to the clinician, the saline IV was cancelled as were orders to collect a bmp every 3 hours. The patient safety officer at the site stated the nacl IV administered was no harm to the patient and when they took it out, the patient had an episode so they put the IV back in. The sodium electrode lot number and expiration date were requested, but were not provided. The customer discovered the reference solution had been placed in the position of the direct calibrator solution. The customer cancelled a service visit as calibration, qc and patient results are fine.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.